Event description:
The following complaint was reported: end user reported a red itchy rash under the tape border in a previous complaint. Since that complaint incident he has cut off the tape border of the moldable convex wafer and the rash resolved. Last month he began applying 3m nexicare tape in a window pane fashion around the mass. At that point the rash began again under the tape border only.

Manufacturer narrative:
Additional information was received on october 28, 2015. The product associated with batch 3h00539 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The product associated with batch 3h00539 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user reported that he currently cleans his skin with skin integrity and protective barrier wipes. He will then apply the wafer without the tape border. The end use was instructed to try skin testing of different types of tapes. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.